Manufacturer narrative:
Investigation findings: no sample was returned. During a review of the information listed in this qfi, I found that the product was being purchased from a distributor. With that being said I reviewed the routing of the product-first the raw materials are pulled at the (B)(4) product-first the raw materials are pulled at the (B)(4) facility and shipped to (B)(4). The packs are counted out and (B)(4) are packaged/labeled then shipped to (B)(4). Once the order is placed the finished good is pulled/billed and shipped to, in this case cardinal. Cardinal gets an order ans ships the product to the facility that is filing the complaint. The facility is then placing the product on shelves in a freezer, before it is placed on the patient. These items are bright blue in color any leaks should be quite easily seen during handling. We are unsure if the product was damaged prior to it being placed on the customer why the product would have been used. The vendor was informed about the issues and requested samples, however, we were unable to provide any. They are unwilling to take responsibility for the damaged packs as they were no issues found during deroyal handling/review. We will be getting future orders from our old vendor as the facility has been reopened. Correction: replacement sent. Root cause analysis: possible end user issues. Corrective action and/or systemic correction action taken: no further action is required as no vendor defect/error could be found.

Event description:
The ice packs are not only leaking but the holes these are developing are 1/4" or bigger. These ice packs are spilling out onto the patient, getting the dressing soaked, and even getting near or on the patients wound.